Manufacturer narrative:
Lot 16346461: (B)(4). The patient¿s medications include; advair, desloratadine, amlodipine, ferrous sulfate, aspirin and atorvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the contralateral leg component (plc231200) is intended to treat aortic diameters ranging from 18.5 to 21.5 mm. It was reported the right common iliac artery measured 17 mm, therefore, the use of the contralateral leg component was outside the accepted treatment range.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that after successful deployment of a contralateral leg component into the right common iliac artery (rcia), intra-operative imaging identified evidence of a distal type I endoleak. It was reported, the distal type I endoleak was caused by the implantation of the oversized 23 mm endoprosthesis into the 17 mm artery. It was reported that during ballooning of the contralateral leg component, with a qxmédical q50-65 stent graft balloon catheter (lot number unknown as device was hospital stock), the rcia ruptured, causing significant blood loss (total volume unknown). Reportedly, the patient became hypotensive and required a transfusion of 4 units of blood products. According to the report, balloon inflation volume was within instructions for use, however, the number of inflations performed prior to rupture is reportedly unknown. Ballooning was described as ¿aggressive¿ with the balloon reportedly placed partially outside the endoprosthesis when the rupture occurred. According to the report, the right internal iliac artery was coil embolized and intentionally covered with the implantation of an additional contralateral leg component to repair the rupture. Final angiography showed exclusion of the aneurysm and rupture, and the patient was reported to have tolerated the procedure.